Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead impedances had varied since implant. The lead was explanted and replaced when the impedance continued to increase.